Event description:
After intubations using intubating stylet unable to pass suction catheter. Upon x-ray and endoscopic exam, a portion of the stylet sheath was found in the endotracheal tube and bronchus. The foreign body was removed during the endoscopic examination.